Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory failure during power-on self-testing, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave a remote alert indicating the host computer had a memory failure during power-on self-testing, which can impact booting. Upon troubleshooting, the fse observed that, according to the radar diagnostics, a memory error was indicated in the host pc. However, upon reviewing system logs and conducting a full assessment using the pc diagnostics tool, no errors were found. The system was confirmed to be functioning normally. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.